Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to a competitor¿s brand meter. The customer continued to self-treat with glucose and then stated he experienced "hurting" in the knees. After an unspecified amount of time, the customer self-presented to the hospital, and a blood glucose of 400 mg/dl was obtained on the hcp meter and received unspecified hcp treatment. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury.